Event description:
This is the second of 2 mdrs for the same event. It was reported that approx 6 months post op, x-rays showed that two screws had backed out. A revision surgery was performed. During the surgery, it was noted that the plate's locking ring was broken and the lock retainer cap was cracked. Fusion had occurred.